Event description:
It was reported that they were getting blue screen on the pc and the image was lost, which caused the patient to be re-exposed. It was determined that the pc needed to be replaced. Once this was done, the system is working as intended.